Event description:
Distributor requested repair of a syringe infusion pump due to the motor not working. No patient involvement was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the top case was chipped in the back corner and the right plunger case was cracked. The event history log noted a motor not running message was recorded. Functional testing included occlusion testing. The occlusion test was able to duplicate the motor not running message. It was found that the main board was misaligned from extrusion from the pump being dropped or mishandled by a customer. The main board was realigned and the pump then passed functional testing. The top case and right and left plunger cases were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the main board.